Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
It is alleged a fire occurred in a home where a lift chair was present. Customer passed away due to the injuries sustained in the fire.